Manufacturer narrative:
Citation: minerva anestesiol. 2013 oct;79(10):1147-55. Epub 2013 sep 3. Date of publish used for event date. Median patient age of study population used for patient age. Majority gender of study population used for patient gender. No unique device identifier (model/lot) numbers were provided, therefore the suspect medical device information was arbitrarily chosen. The corresponding 510k number was selected based on the arbitrary model number. Without this information it could not be determined whether this event has been previously reported. Medtronic has attempted to obtain additional information on the event and return of the product, but no information has been received to date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding survival rates and overall quality of life for patients who received emergency venoarterial extracorporeal membrane oxygenation (ECMO) following refractory circulatory collapse. All data were collected from a single center between january 2008 and june 2011. The study population included 16 patients (predominantly male; median age 54 years), all of which were connected to an extracorporeal membrane oxygenation (ECMO) circuit containing a medtronic bio-medicus femoral cannula (lot and model numbers not provided). Among all patients, three cases of hemorrhaging at the cannulation site requiring surgical intervention were reported. Among all patients, no medtronic device malfunctions were noted. No additional adverse patient effects or product performance issues were reported.